Manufacturer narrative:
Follow-up #1: date of submission 20-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: during investigation, the battery compartment was cracked on the left side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.